Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 ¿ june 27, 2014. Evaluation summary: the device was received for evaluation. During visual and microscopic inspections a brown particle measuring approximately 0.01 mm in size was observed embedded in the stress member of the reservoir and not in the fluid pathway. Fourier transform infrared spectroscopy was attempted but the particulate was not sufficient enough to provide a result. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a black mark on the reservoir of the device; it was unspecified if the mark was in the fluid path. The unit was filled with fluorouracil (non-baxter product). This was observed before use. There was no patient involvement. Additional information was requested and is not available.